Event description:
On (B)(6) 2022 it was reported by a sales representative via the phone that an ar-19021tt tendon anchor, fired and locked with the prongs cross over the top. This was discovered during use in a cuffmend procedure on (B)(6) 2022. The surgeon opened a 2nd ar-19021tt and 4 anchors were inserted before the device locked and would not fire. The case was completed by opening a 3rd ar-19021tt same lot number and inserting 3 additional anchors.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The device shown in the initial MDR submission, an ar-19021tt is not a device owned by arthrex but is a private label device (OEM). Arthrex wishes to withdraw the original MDR submission for report number 1220246-2022-04345.